Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer's field service engineer (fse) was unable to replicate fault when testing. The manufacturer¿s field service engineer (fse) replaced the da pcba as a precautionary measure .the unit successfully passed the required performance verification test. The data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer encountered the proximal pressure sensor range error during corrective maintenance. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.